Event description:
It was reported that during an implant attempt the setscrew was stripped and it was unable to secure the lead in the header. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw socket was rounded.